Event description:
One endeavor rx drug-eluting stent was implanted to the mid lad (MFR report# 2953200-2009-01073) and one endeavor rx drug-eluting stent was implanted to the 1st obtuse marginal. An acute non-stemi is reported to have occurred on the day following index procedure. It is reported that the target lesion was involved, and that the event was not related to the study stent. Location of infarction was reported as anterior. Investigator assessed the event as a non q-wave mi. It is reported that the pt experienced an elevation in cardiac enzymes after procedure. A ptca revascularization of the distal lad (target vessel) and of the 1st diagonal branch (non-target vessel), is reported to have been carried out the same day as the reported mi. One endeavor rx drug-eluting stent was implanted, at each lesion site. Investigator has indicated that events were not related to the study stent. Pt was asymptomatic/free of symptoms at 30 day follow up and 6 month follow up.

Manufacturer narrative:
Eval results: myocardial infarction. Other (secondary intervention, revascularization).